Event description:
Patient reports hospitalization in april - she was having trouble walking and slurred speech so she was admitted to the hospital where they discovered her baclofen pump was releasing too much med for her.